Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support suction alarms began immediately. The impella was repositioned after the pigtail was stuck in the pap muscles under fluoroscopy. Suction alarms briefly resolved, however, continuous suction began again. Flows began to drop to under 1l/min. It was recommended to add volume, which did help suction to stop briefly. The doctor completed two balloon angioplasty to the left anterior descending artery. Flow was regained, but pressures began to slowly fall. Flows increased during compressions, leading everyone to believe the patient was in complete right-sided heart failure. After intervention, flows did not improve and the patient was completely pump dependent. The code team was called again for chest compressions, however; the patient did not recover and was pronounced dead. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.